Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 14x3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) coronary artery. Following predilatation, while advancing a 3.00mm x 16mm promus elite stent, significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. A second stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.